Event description:
Hamilton medical ag received the following event description: when the user was checking the unit, it alarmed with tf5507 (air or oxygen inlet valve cannot close properly). No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.